Event description:
It was reported that insulin gauge displayed an amount different than expected on a previous day, showing a fill estimate of +60 units. There was no reported impact to the customer¿s blood glucose level. Technical support explained that any positive gauge value is accurate and means pump detected at least that amount of insulin, and caller understood and accepted this explanation, with no further actions required. Cts to replace pump. Customer will continue to use current pump.